Event description:
It was reported that during implant attempt, venous access was very complicated. The lead broke when the doctor was trying to introduce it. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted the outer insulation was pulled apart from overstress. Damaged at implant.